Manufacturer narrative:
Mentor received an update on the events submitted in the previous report. The patient underwent bilateral explantation and replaced with a 400cc mentor memorygel breast implant on the left side (catalog number 3504004bc, serial number (B)(6) and a 425 mentor memorygel breast implant on the right side (catalog number 3504254bc, serial number (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Concomitant medical products: 425cc mentor memorygel breast implant (catalog number 3504254bc, serial number (B)(4)) manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The patient reported that they had confirmed their diagnosis with a medical professional and CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On march 24, 2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a rupture was identified. A crease was found in the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On march 2, 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. In addition to the rupture, the patient was diagnosed with left-sided capsular contracture (baker grade IV). As a result, the patient's impacted device is scheduled for removal on (B)(6)2020. In section b, the "other serious" selection has been updated to "required intervention" due to the scheduled explantation. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer's reference number: (B)(4).